Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: the black box was reviewed and the data of the date of the original complaint was found to be overwritten. During investigation, the black box showed no evidence of a short battery life. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. The returned battery cap was able to fully attach to the pump and power it up. The rewind, load, and prime steps were performed successfully. Further testing could not be performed due to a call service 069 failure at power up. (B)(4).